Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-50 serial #: (B)(4) description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to no longer needing the device and had stopped charging it. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.